Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.

Event description:
The event occurred in china. It was reported that during the transfer of a patient to the CT room using a centrifugal pump (extracorporeal membrane oxygenation system, ECMO) for examination, the rotaflow console experienced a power outage. The rotaflow console was subsequently replaced with another device with no consequences for the patient. A phone call with the customer revealed that they had not checked the battery level before use and had not replaced the battery when it exceeded its service life. No harm to any person has been reported. On 2026-04-29 the getinge ssu (sales and service unit) provide new information as follows. The battery has never been replaced on this device since installation in 2021. The customer did not order any service or repair by getinge therefore no on-site inspection can be performed. Due to the reported exchange during patient use a report is required. Complaint ID: (B)(4).